Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found foreign object in the nozzle. Due to clogging of the nozzle; water removal ability does not meet standard value. Due to wear of the angle wire; bending angle in up direction does not meet standard value. Due to wear of the angle wire; the play of the up/down knob is out of standard value. Adhesive on the distal end has a chip and was cracked. The objective lens and control unit has discoloration. In addition, the plastic distal end cover, the connecting tube, the scope connector cover unit, the scope-connector, the protector of universal cord on scope-connector side, the universal cord, the image guide protector, the flexibility adjustment ring, the grip, the scope-cover, the switch box, the switch 1, the lock engagement lever, the lock engagement knob, the up/down knob, the right/left knob, and the control unit were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that water comes out of the nozzle of the evis lucera elite colonovideoscope, even if the water supply button is not pressed. Inspection and testing of the returned device found foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.